Event description:
The device operator reported that pt did not disclose a pre-existing chronic condition (immune system dysfunction) during the pt assessment process that predisposed the pt to the event. Disruption of the skin surface is a known inherent risk of procedure. Infection is a possibility whenever the skin surface is disrupted. The pt developed an infection that was not responsive to antibiotics. The pt later required surgical intervention secondary to the infection not responding to antibiotic therapy. The device functioned as designed. The device did not malfunction during the procedure. The device operator reported treating multiple lesions creating multiple open areas of the skin.

Manufacturer narrative:
The device operator provided very limited info about the event. The device did not malfunction during the procedure.